Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room (ER) with right ventricular (rv) pacing impedance measurements greater than 2,500 ohms and increased threshold measurements. The device was programmed to a unipolar configuration, which displayed capture at an increased voltage. Additionally, the patient's heart rate was in the 30's bpm. An invasive revision procedure was performed, and a loose set screw on the device was observed. Upon device check the following day, all measurements were within acceptable limits. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.